Manufacturer narrative:
The gluc2 reagent lot number was 75603501 with an expiration date of 30-apr-2025. A general reagent issue can be excluded since calibration and qc data were acceptable on the day of the event. The field service engineer found dirt and black spots in the external water container. He cleaned the water container. The service actions (cleaning the water container) resolved the issue.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with glucose hk (gluc2) assay on a cobas c111 analyzer. Sample 1: initial result: 188.89 mg/dl. 1st repeat result: 95.53 mg/dl. 2nd repeat result: 95.57 mg/dl. Sample 2: initial result: 199.05 mg/dl. 1st repeat result: 92.42 mg/dl. 2nd repeat result: 91.61 mg/dl. The customer questioned the initial results as they did not match the patients' clinical conditions. No questionable results were reported outside the laboratory and the samples were repeated. The repeat results were deemed to be correct.